Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# 0216502049, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 10-jul-2022, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative reporting that the physician had difficult ties to remove the bent stylet from the lead during the procedure. The physician managed to extract the stylet pulling it hard. A contributing factor was the physician probably bent the stylet during the lead placement. After the lead and implantable neurostimulator (ins) were connected, the impedance test was okay and in correct range. The procedure ended properly. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.